Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an emergency laparotomy procedure with anterior resection and during the firing of the ecs29a, the device made its audible "crunch" as per normal, however it became very difficult to remove from the anastomosis. Despite following the device instructions, it remained stuck in the newly formed anastomosis. The force required to remove it resulted in a torn staple line, requiring suturing of the defect. A leak test was performed and appeared sound. There was no ae to the patient.